Event description:
Consumer reports condom breakage with unconfirmed transmission of a sexually transmitted disease.

Manufacturer narrative:
Consumer returned condoms with different lot code numbers tt3295 and tt3350. The device manufacture date for lot code number tt3295 is (B)(6) 2013 and the manufacture date for lot code number tt3350 is (B)(6) 2013.